Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient was having a seizure. The reported glucose values fall within the b zone of the parkes error grid after patient was treated with juice.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid." H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced a seizure and was treated with 200ml of juice. When a fingerstick was taken after treatment, the cgm was reading 93 mg/dl and the blood glucose reading was 60 mg/dl. No hospital was visited and there was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.